Manufacturer narrative:
A ge svc rep performed an onsite investigation. The faulty hard disk drive was replaced and the sys was configured. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the sys would not boot up despite no issues with the power supply. No pt injury was reported.